Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician unpacked the angio-seal device poly-foil pouch, a kink was confirmed in the tip of either locator or the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site and the vessel diameter are unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported device. Additional information was received on 29aug2019. It was confirmed to be a kink in the insertion sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.